Event description:
Tibial impactor is broken at the top.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned impactor confirms the reported device fracture. The impactor is cracked circumferentially around its collar that accepts the connection feature of the sp2 universal handle ((B)(4)). The fracture exists at thin portions of the impactor geometry which is consistent with other (B)(4) impactors that have been returned to depuy with device fracture complaints. Surfaces that make contact with the universal handle are darkened/scuffed indicating significant usage. The flat impaction surface does not contain significant gouging or dents that are present on other examples of fractured impactors. The product lot code indicates it was manufactured in december 2009, however, the number of uses, force of impaction, and alignment during impaction is unknown. P/n 258111000 is currently under a root cause investigation for device fracture. A request has been received by the materials group to perform an analysis of material properties on similar samples. The root cause has not yet been identified. Continue to monitor for trending. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.